Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states prior to the procedure while flushing the catheter they noticed that the shaft was leaking.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The sample consisted of one used dual catheter inside a plastic bag. Under water testing was performed by connecting a syringe to the two adapters (red and blue) and no leak was observed. The complaint was not confirmed. An ishikawa diagram was used to determine the potential causes for this event. According to procedure, manufacturing performs 100% leak and occlusion testing in order to confirm if any material obstructs the tubing or if the slots were blocked. According to the visual evaluation of the catheter, no problem relating to the reported condition was revealed. The catheter was flushed successfully and no leaks were identified during testing. Based on the available information, it can be concluded that the product was manufactured according to specifications and the most probable root cause can be considered as a customer perception. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% visual inspection, and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states prior to the procedure while flushing the catheter they noticed that the shaft was leaking.